Event description:
The initial reporter questioned the results for multiple patient samples tested for creatinine plus ver.2 (crep2) on a cobas 8000 c702 module. Discrepant results were provided for 2 patient samples. On (B)(6) 2025 patient (B)(6) initial result was 649 umol/l. The sample was repeated twice, with results of 77 umol/l and 78 umol/l. On (B)(6) 2025 patient (B)(6) initial result was 489 umol/l. The sample was repeated twice, with results of 61 umol/l and 66 umol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The crep2 reagent lot number was 864018 with an expiration date of 31-dec-2025. Instrument performance testing was acceptable. A reagent issue was excluded as calibration and qc were acceptable. The field service engineer (fse) adjusted the gear pump pressure and replaced a leaking tube at a rinse station. The investigation determined that the issues found by the fse were the root cause of the event.